Manufacturer narrative:
The event is currently under investigation.

Event description:
During removal, the sheath came apart inside the patient and a fragment remained inside. The physician attempted to put dilator into the sheath before removal, but it would not go in. The patient required a slight cut down of the arteriotomy for removal of the fragment. The patient had to stay at the hospital for an additional day, but was able to leave the day after.

Manufacturer narrative:
(B)(4). Event evaluation: the complaint product was returned with the dilator; however, only one part of the sheath shaft was returned; the distal portion was not returned. A visual examination, along with a review of the instructions for use (IFU), complaint history, trends, and quality control was conducted during the investigation. The visual inspection of the returned device shows that the flexor material and coils are stretched approximately 16.5 cm from the proximal end of the sheath. The stretching measures approximately 5 cm long, and the returned portion of the sheath measured 21.5 cm. The coil spacing was verified, and there were 14 coils within a 3/8"" window. A review of the provided lot revealed no other complaints were associated with this lot. Quality control confirms the surfaces of sheath and dilators are free of excessive dents, bumps or scratches. The IFU lists instructions for removal including, ""insert the introducer dilator over the wire into the sheath. Withdraw the sheath and dilator as a unit."" Also, the warning states, ""before withdrawing the sheath through tortuous anatomy, insert he introducer dilator to avoid possible breakage."" Based on the information provided, the failure was likely caused by the dilator not being inserted into the sheath upon removal of the device. The scarred access site could have also contributed to the separation. There is no evidence to indicate the product was not manufactured according to specifications. The appropriate internal personnel have been notified, and we will continue to monitor for similar complaints. A quality engineering risk assessment was used to assess the risk of the flexor tubing separating during the procedure. The risk was determined to be acceptable based on the occurrences and severity; therefore, no risk mitigation activities are required at this time.

Event description:
During removal, the sheath came apart inside the patient and a fragment remained inside. The physician attempted to put dilator into the sheath before removal, but it would not go in. The patient required a slight cut down of the arteriotomy for removal of the fragment. The patient had to stay at the hospital for an additional day, but was able to leave the day after.